Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor homeswitch. The pump was received with scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 310 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.